Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hotel. The caller stated that the cause of death is still unknown; they are waiting for the death certificate and were told that it may take two to three months to complete. The caller stated that the customer was in a hospital in (B)(6) of 2015 due to bleeding ulcer and the doctors told the customer that he has liver disease. The caller did not know the customer's blood glucose at the time of death. The caller did not know whether the customer was wearing the insulin pump at the time of death or not. The caller stated that the insulin pump was returned by the police, two days after the customer's passing. The caller gave the insulin pump to the customer's doctor's office. The caller stated that the customer used sensors however, the caller was unsure whether the customer was wearing a sensor at the time of death or not.